Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer experienced a high blood glucose (bg) level of greater than 600 mg/dl. A manual injection was administered to correct bg. The customer applied more pressure to the wake button to address the issue.